Event description:
"Medtronic's" atlantis cervical plate and screws. Seemingly this product was recalled. When I arrived home approximately three days later I started to have severe stomach, and rib pain after surgery which took place on (B)(6) 2020. It proceeded to continue to worsen. I notified my surgeon who did nothing. I ended in emergency room three to four times, had multiple injections and been thru a nightmare of a life since. I have received mixed explanations on the cause of pain, but all started after surgery which rib swelling and pain was never there before. Non of the explanations are conclusive. I also found out I have developed psuedogout in wrist. All professionals have disagreed for the most part. Ended up with myelomalacia at the site of implant. Product in my body and do not understand questions of testing below. Sagittal t1 (thoracic vertebra 1), sagittal t2 (thoracic vertebra 2), sagittal stir (short tau inversion recovery), and axial t2 findings. There is a preservation of normal vertebral body height. The extra scoliosis of the thoracic spine is noted. All that was written on my surgical patient paperwork was atlantis plate from medtronic. Locking screws, closed with 2-0 vicryl and steri strips. He also used metal clips to close. Doesn't state what kind and he would not tell me. Also asked him what type of scaffolding compound was used and he would not respond to that either. All I can attest to that I have witnesses to the fact, I never had this complaint going into surgery. Surgeon promised that hand pain, and back pain would be resolved. Due to extreme stress of the matter I started smoking again. Model number, lot number, catalog number, serial number: don't have.